Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer indication that the stylus and the cursor on the screen were not aligning and therefore the stylus was calibrated it was verified that the issue was resolved. (B)(4).

Event description:
It was reported that the programmer stylus needed to be calibrated and the screen checked. The programmer was returned for repair. There was no patient involvement.